Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the llk (laser light cable) plug of the video cable section contains foreign material is cause not established and the most probable cause of the fibre bonding in the outer tube area (distal end) is damaged is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the gynecologic laparoscope exhibited fiber bonding in the outer tube area was damaged and the plug of the video cable section contains foreign material. There was no patient involvement.